Event description:
Event description guidant received information that two boxed model 1861 implantable cardioverter defibrillators (icds) displayed long charge times after being exposed to cold temperatures. The long charge times were noted following a manual capacitor reformation and following a second capacitor reformation, the icds went to eri.